Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during the puncture of the vena subclavia the puncture needle broke. A new attempt with a new set was performed successfully.

Manufacturer narrative:
(B)(4). The customer returned an 18ga introducer needle. The cannula was broken and separated just below the needle hub. Microscopic examination revealed that the cannula was flattened on the ends where it separated, indicating that it had been bent. The outer and inner diameter of the cannula were measured and both were found to be within specification. A device history record was performed and no relevant findings were identified. The report that the needle cannula broke was confirmed through visual inspection of the returned sample. The needle cannula is broken off adjacent to the hub and is bent. The needle cannula may bend and break if excessive lateral force is applied. Based upon the observed characteristics at the break and the report that the needle broke during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during the puncture of the vena subclavia the puncture needle broke. A new attempt with a new set was performed successfully.